Event description:
This event was reported as a repair of annulus due to regurgitation and dehiscence. Surgeon implanted new pledgets to insure against future dehischence. Ring remained implanted. No further info was provided.